Manufacturer narrative:
Patient samples were collected in vacuette serum sample tubes. The customer stated they "believed the sample quality was questionable". Centrifugation and additional sample information have not been supplied to date qc and system check data have not been supplied to date. Service has not been dispatched for this event to date. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report an erroneously elevated troponin (accutni) result above the ami cutoff, generated by the unicel dxi 800 access immunoassay system , for one (1) male patient. The result was reported out of the lab and was questioned by the physician since previous patient results were within the normal reference range. Additional testing of the sample on the same instrument produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.